Event description:
It was reported that the right atrial (ra) lead dislodged twice post-implant. It was decided to explant but not replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: (B)(4) implantable pacing lead 2013 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.